Event description:
Patient experienced loss of efficacy of therapy; severity noted as mild. A (B)(4) study was done on (B)(6) 2012 that showed catheter migration. The entire device system was explanted and disposed of according to biohazard instructions. Drug delivered via the device was hydromorphone. Patient outcome was noted as resolved without sequel.

Manufacturer narrative:
Programmer model: 8835, serial# (B)(4); catheter model: 8709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6). (B)(4).